Event description:
The event reported as: the customer reports a leak in the device. A pinhole was found in the device.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.